Event description:
Device/procedure outcome: procedure completed,unable to use device - attempted,different device used (same model). Patient outcome: f26: no health consequences or impact. Event description: per cnf, it was reported that: event: the guidewire got stuck. When did the issue occur? When the lspv basket was completed and formed into a flower what type of guidewire was used? Starter if the guidewire is a bsc device, please provide the lot or j-pos number: lot 9294618 was a new guidewire used to continue the procedure? Or was the same guidewire used? A new guidewire was unpacked. Was the guidewire able to be removed normally?unable to perform was there any resistance during operation of the guidewire? It seemed that the resistance was severe than usual. Was the guidewire removed and inserted into the catheter several times? 1 time what was the activated clotting time (act) when stuck occurred? About 350 please indicate the details about the occurrence of the event: it was tried to start even though it was informed that there was more resistance than usual. However, stuck has immediately occurred. Note: for any patient information field(s) left blank in the cnf - "asked but not available as per account" infected: no infection name: diagnosis or treatment: resolution: different device used (same model) where did event occur: inside the patient patient outcome: no adverse event . First time the unit was used: yes . Tested prior to use: yes . Used before expiry date: yes . Generator used ablation catheter used . Other used event date: 2025-11-17. As reported device codes: 1457: entrapment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions. Procedure date: (B)(6) 2025.

Manufacturer narrative:
The device was returned and a visual and tactile examination of the returned used guide wire was completed, and the following features were observed: - this is a 3-piece construction: coil, ribbon, and core. The ribbon and coil are welded in the distal end, and the ribbon, coil and core are welded in the proximal end. - the guidewire was returned kinked at approximately 28cm, 31cm, 32.5cm, and 92cm from the proximal end. - no anomalies were observed to indicate a manufacturing issue with the distal or proximal weld. A fingerpull test was carried out on both welds, and it was confirmed that the two welds are intact. - no other damage was noted on the returned guidewire. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "improper use" and/or "operational context" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. The classification as reported was "functional: unable to remove" however upon inspection the classification as analysed was determined to be "damaged: kinked". Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Awaiting return of device.

Event description:
Device/procedure outcome: procedure completed,unable to use device - attempted,different device used (same model) patient outcome: f26: no health consequences or impact. Event description: per cnf, it was reported that: event: the guidewire got stuck. When did the issue occur? When the lspv basket was completed and formed into a flower what type of guidewire was used? Starter if the guidewire is a bsc device, please provide the lot or j-pos number: lot 9294618 was a new guidewire used to continue the procedure? Or was the same guidewire used? A new guidewire was unpacked. Was the guidewire able to be removed normally?unable to perform was there any resistance during operation of the guidewire? It seemed that the resistance was severe than usual. Was the guidewire removed and inserted into the catheter several times? 1 time what was the activated clotting time (act) when stuck occurred? About 350 please indicate the details about the occurrence of the event: it was tried to start even though it was informed that there was more resistance than usual. However, stuck has immediately occurred. Note: for any patient information field(s) left blank in the cnf - "asked but not available as per account" infected: no infection name: diagnosis or treatment: resolution: different device used (same model) where did event occur: inside the patient patient outcome: no adverse event first time the unit was used: yes tested prior to use: yes used before expiry date: yes generator used ablation catheter used other used event date: 2025-11-17. As reported device codes: 1457: entrapment of device or device component as reported patient codes: 9398: no clinical signs, symptoms or conditions procedure date: (B)(6) 2025.